Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 1300mg/dl. The symptoms leading to her admission were vomiting and fatigue. The programming time, and date were correct. Reviewed the alarm history and found a low battery alarm. The customer stated that she believes her high glucose was related with the insulin pump and declined to troubleshoot. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.